Event description:
Reference number (B)(4). Event occurred in the united states. On 3rd oct 2024, it was reported that patient experienced bent cannula leading to the symptoms of high bg, vomiting, confusion and sick. Therefore, patient was hospitalized with bg 400mg/dl. During hospitalization patient received IV insulin drip as a corrective treatment. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.